Event description:
It was reported that this right ventricular lead was explanted due to oversensing approx. 104 months after the implantation.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12.5 cm distal to the is-1 connector pin. The proximal and distal fragment were received for analysis. The medial fragment (approximately 6 cm length) was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the conductor cable leading to the ring electrode was found fractured 10.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this fracture, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Additionally, a deformed rv shock coil and a cut into the insulation 30.5 cm proximal to the lead tip were found, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.